Event description:
It was reported that a newly implanted patient felt a burning pain over her vertical incision while changing posture over the toilet. The patient was not getting adequate pain relief due to lead migration which was confirmed through x-ray. The patient underwent a procedure wherein the leads were repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7149103.